Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented a flushing pump not flushing. The issue occurred during a diagnostic colonoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the investigation results, the following is likely the cause of the malfunction: the unit failed to activate the pump motor when the footswitch was pressed due to a faulty version 13 main board. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.